Event description:
Customer replaced battery in unit and damaged connection to peep/imv mode switch. After operating for approx 20 mins, unit switched from the imv to peep modes as a result of the intermittant connection. The device was never placed on a pt.